Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the battery compartment was found to be cracked below the bumper pad. The pump¿s force sensor failed a calibration check and was not detecting the correct force. The force sensor resistance was found to be within specifications. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(6) 2015.